Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his one touch ultra mini meter read inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) limited documentation as the patient was unwilling to answer all questions and ended the call. The patient detailed that the alleged issue first began on (B)(6) 2019, when the patient reported that he obtained an alleged reading of ¿100 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unwilling to say how he manages his diabetes or if he made any change to his usual diabetes management routine in response to the alleged product issue. The patient reported that 20 minutes later he developed the symptoms of ¿blurry vision and dizziness¿. He reported that emergency medical services (ems) were called and obtained a blood glucose result of 50 mg/dl on their device. The patient was unwilling to detail what treatment, if any, he received. During troubleshooting the cca noted that the meter was set to the correct unit of measure. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.